Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not alarming no delivery. Customer stated that she has used multiple infusion sets and she gets bent cannulas. When the blood glucose goes high; customer removes the infusion set. Customer declined to troubleshoot. Nothing further reported.